Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing ere performed. Device was received in with missing rubber feet and missing drain cap. No other apparent physical damages found. The technician filled reservoir tank to the max line, installed l-70 test disposable and powered on for 1 hour. Installed temperature check e5735 due apr 2022 and powered on for 1 hour. Performed an electrical test and a visual inspection. The reported issue was not duplicated. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No problem was found. The technician replaced the gasket as a preventative measure.

Event description:
It was reported the device leaked. No adverse effects reported.